Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The testing of the device showed the gas supply indicator alarm cable was disconnected. Once reconnected the device passed functional testing.

Event description:
Information was received indicating that a smiths medical pneupac® parapac® ventilator will not calibrate correctly. There were no reported adverse effects.